Manufacturer narrative:
According to available information, this device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, interrogation revealed this device was not sensing appropriately resulting in asystole greater than two seconds. Upon further review, it was thought this was due to manual threshold testing mode rather than auto threshold testing. The device was programmed with the autocapture feature off. No adverse patient effects were reported.